Event description:
It was reported that during the mca (middle cerebral artery) aneurysm embolization procedure, the guidewire (subject device) was guiding the microcatheter to pass the ophthalmic artery. The operator found the microcatheter hard to go along with the subject guidewire and resistance became very big and then microcatheter could not be advanced any more. Upon withdrawal of the guidewire (subject device) the distal tip was found to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned in two fragments (193cm from the proximal end and 7cm from the distal end). The guidewire distal tip was noted to be severely stretched. The proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core and platinum wire exposed. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core and platinum wire exposed. The core wire distal end was observed through the distal tip dome. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis the guidewire was returned in two fragments (193cm and 7cm). The guidewire distal tip was also noted to be stretched. It is probable this caused the difficulty tracking the microcatheter over the guidewire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed code of guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as reported code of catheter has difficulty tracking over guidewire as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as analyzed code of guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the mca (middle cerebral artery) aneurysm embolization procedure, the guidewire (subject device) was guiding the microcatheter to pass the ophthalmic artery. The operator found the microcatheter hard to go along with the subject guidewire and resistance became very big and then microcatheter could not be advanced any more. Upon withdrawal of the guidewire (subject device) the distal tip was found to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.